Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during insertion it was experienced some arterial tortuosity. Followed by the malfunction of the device. The doctor said it was probably because the device ripped, but the hospital didn't send us the sample or took pictures of it". Additional information from the customer states "balloon did not inflate, suspected rupture. No visible damage. Several attempts were made to reposition it and inflate it, without success. These attempts were made when it was positioned and away from the patient. The device was washed with saline and no damage was seen". It was also reported that to continue therapy, the device was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "unknown".

Event description:
It was reported "during insertion it was experienced some arterial tortuosity. Followed by the malfunction of the device. The doctor said it was probably because the device ripped, but the hospital didn't send us the sample or took pictures of it". Additional information from the customer states "balloon did not inflate, suspected rupture. No visible damage. Several attempts were made to reposition it and inflate it, without success. These attempts were made when it was positioned and away from the patient. The device was washed with saline and no damage was seen". It was also reported that to continue therapy, the device was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).